Event description:
It was reported that the patient underwent a surgical procedure to implant an inflatable penile prosthesis (ipp). The procedure was aborted due to the patient had urethral stricture and urinary retention, therefore a catheter could not pass.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure. The procedure was aborted due to the patient had urethral stricture, therefore a catheter could not pass.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Visual inspection and functional testing of the ams 700 ipp reservoir could not confirm the reports of urethral stricture. The reservoir performed within specification. Product record review indicated that the reported events of impaired urination do not represent a new or unanticipated event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.